Event description:
Customer reports receiving high blood glucose result of 451mg/dl with low blood glucose symptoms while using the advantage system. Customer's symptoms did not match results. Customer reports having a seizure and paramedics were called. Customer was treated by paramedics with pop with sugar. No controls were run. No delay in treatment due to device malfunction. A request was made for return of the suspect product and a replacement was sent.